Manufacturer narrative:
The following fields have been updated due to additional information: medical device lot #: 371089. Medical device expiration date: 8/31/2021. Device manufacture date: 12/21/2017.

Event description:
It was reported that when roller clamp closed it, two bd¿ secondary set drip chamber c60 still dripped. The following information was provided by the initial reporter: ¿ secondary set drip chamber c60, even with the roller clamped closed it sometimes seems to still drip. ¿

Event description:
It was reported that when roller clamp closed it, two bd¿ secondary set drip chamber c60 still dripped. The following information was provided by the initial reporter: ¿ secondary set drip chamber c60, even with the roller clamped closed it sometimes seems to still drip. ¿

Manufacturer narrative:
H.6. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. The final product is assembled and packaged at a supplier site. A device history review was performed and found no non-conformances associated with this issue during the production of lot 371089. Upon reviewing batch records, product was found to have passed leakage testing per specifications. Based on the available information, we are not able to identify a root cause at this time. The supplier is looking further into this issue to reduce occurrences. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. This product is not assembled or packaged in bd san agustin plant. The process performed in our plant is the sealing of the membrane on the connector. Then this component is sent to a subcontractor to be assembled and packaged. The information of this complaint was sent to the subcontractor (medisize cz) to perform the investigation. According to their report, based on provided batch number pmcz reviewed the relevant batch records and incoming inspection protocol for roller clamps which were used into the complained batch. No ncr or planned deviation has been found. Pmcz does not perform any functional tests for roller clamp functionality all batches pass 100% leak test as per agreed product specification.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when roller clamp closed it, two bd¿ secondary set drip chamber c60 still dripped. The following information was provided by the initial reporter: ¿ secondary set drip chamber c60, even with the roller clamped closed it sometimes seems to still drip. ¿